Event description:
Report received from USA stating that the device had a hole in hose. The device was not used in surgery. It is unk if pt or user injury occurred. It is unk if medical intervention occurred. The date of event is unk. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device is currently undergoing eval. Once the eval has been completed, or if add'l info is received, a supplemental MDR will be sent. (B)(4)